Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of peritonitis was unknown. The patient was hospitalized the same day as the onset. The patient was treated with vancomycin injection (1 gram, for 5 days and route not reported) and meropenem injection (1 gram, once a day for 14 days and route not reported). At the time of this report, the patient outcome was unknown. Action taken with pd therapy was not reported. No additional information was available at the time of this report.